Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to issue items for the patient. A technical support specialist confirmed that it was not a validation code the user needed an override code. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that in a pyxis medbank system the validation code was not working. The customer reported that the user was unable to issue gabapentin 100mg medication for the patient. There were no adverse events or injuries reported based on this event.